Manufacturer narrative:
Follow-up #1 - (12/09/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a rubber cover on the left side of the meter casing that won't stay in place.. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging meter casing issue. The reporter alleged rubber cover on the left side of the meter casing won't stay in place. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.